Event description:
Pt was in hospital for bilateral knee replacement. Reporter stated that dr experienced difficulty on insertion of the epidural catheter, the dr then withdrew the epidural catheter and the catheter tip was not intact. Approximately 4cm of catheter tip was seen on x-rays at l1, l2 on the left side. Pt was advised to leave catheter tip in body. Pt was discharged that day without surgical procedure. No pt injury was reported at that time. In 2005 at the insistence of the pt, surgery was performed to remove the catheter tip. At that time an underlying condition (noted on the previous x-rays) was found and treated, the tip of the catheter remains in the pt. Further info provided by the facility indicated that the catheter could not be locvated during the surgical procedure and was not retrieved. The catheter remains in the pt. The facility has also reported that the pt has suffered no adverse sequela associated with this event.